Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(6)) displays user advisory (ua) 17 (max motor on time exceeded during active operation) error message that will not clear. The customer tested the platform with different mannequins, checked that the lifeband was not twisted, and used a fully charged autopulse li-ion battery but the issue persisted. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.